Manufacturer narrative:
A liner delamination is a circumferential separation of the sheath liner from the sheath shaft, typically as a result of forceful attempts at delivery system or bav catheter removal through the sheath. If the delamination extends past and exposes the c-marker, there is a higher risk of c-marker embolization. In this case, resistance was felt with the delivery system through the esheath, the esheath and the delivery system were removed as a unit and a vasuclar injury occurred which required surgical intervention. From the pictures provided the esheath appeared to be delaminated. The device has not been returned at this time, the root cause of the event remains indeterminable. If the device is returned for evaluation a supplemental report will be submitted.

Event description:
As reported the physician had difficulty advancing the delivery system past the common femoral. It was noted that the difficultly was experienced shortly after the delivery system was inserted into the esheath. The surgeon pulled the sheath back and attempted to advance together which was successful except when the valve exited the sheath a stent strut was inverted. The valve was pulled back into the sheath.  A new delivery system/sheath/valve were prepped and the procedure continued with successful placement of the valve. The field representative thought that during the insertion and the back and forth movement of both sheath/valve ds, the strut got hung up on something. The patient experienced an injury to their common femoral which required a surgical intervention where a patch was placed. The injury was a femoral artery tear at the arteriotomy likely caused when the initial sheath and valve were removed from the body and the larger profile tore the perclose stitches. The thought was the injury occurred with the first 14fr esheath. From the picture provided the first esheath liner appeared delaminated. There were no issues when inserting the second 16 fr esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Preliminary findings showed a liner torn and a liner strand. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
The device was returned, and an engineering evaluation was completed with the following findings. Visual inspection revealed sheath expanded as designed, tip opened as designed, delamination confirmed (approximately 2¿ in length from distal tip), c-marker band was partially detached, no soft tip damage, slight protrusion on strain relief, scratches on strain relief extending onto hdpe, liner strands still attached to the sheath shaft, line tear (approximately 0.5¿ in length), tear on strain relief, stretching observed near distal tip, scratches were observed along the proximal and distal ends of sheath shaft and observed gouges on flex tip. Dimensional inspection revealed the sheath liner thickness at all measured locations met specifications. The delivery system flex tip represents the largest component that is passed through a sheath. Therefore, the outer diameter of the flex tip was measured and also met spec. Based on the nature of the complaint, there is no applicable functional testing for this complaint could be performed. A review of remaining work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of work order was performed and revealed no other complaints relating to ¿sheath shaft ¿ resistance with delivery system, bc¿, ¿sheath distal tip ¿ liner delamination¿, ¿sheath shaft ¿ liner torn¿ and ¿sheath shaft ¿ liner strand.¿ a review of complaint history from (B)(6) 2019 through (B)(6) 2020 revealed additional returned complaints for the esheath (all models and sizes) for all the complaint codes associated with this complaint. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. During manufacturing of the esheath, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. Per IFU and training, delivery system insertion through sheath: correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. A review of IFU/training materials revealed no deficiencies were identified. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc,¿ ¿sheath distal tip ¿ liner delamination¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ liner strand¿ were confirmed based on visual inspection of returned device (sheath). However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The available information suggests that patient factors (access vessel calcification/tortuosity) may have contributed to the event of sheath shaft resistance with delivery system. A review of IFU and training materials revealed no deficiencies, and review of the complaint history revealed that the complaint occurrence rate did not exceed the control limit for the applicable trend category. However, a pra (product risk assessment) was initiated. The cause of the vascular injury is unknown, however may be due to patient factors (tortuosity, calcification) and/or procedural factors (device manipulation, excessive force). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. See related MFR #2015691-2020-12023 for the valve.